Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected sample 1 from the patient on (B)(6) 2021, which was tested on xpert sars-cov-2 and resulted in sars-cov-2 positive (reported to the physician). Sample 2 was collected from patient on (B)(6) 2021, which tested on xpert-sars-cov-2 and resulted in sars-cov-2 negative (reported to the physician). Sample 1 retest 1 occurred on (B)(6) 2021, which was tested on xpert xpress sars-cov-2 and resulted in sars-cov-2 negative (unknown if reported to the physician). Sample 2 retest 1 occurred on (B)(6) 2021, which was tested on xpert xpress sars-cov-2 and resulted in sars-cov-2 negative (unknown if reported to the physician). Testing was performed on patient without suspicion of covid-19 which is outside the intended use. Review of the data provided determined this to be a true positivewith normal sample processing control (spc) amplification and endpoint fluorescence (epf). The likely root cause is target near limit of detection or near cut-off. There is no evidence of product malfunction and no report of patient harm. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected sample 1 from the patient on (B)(6) 2021, which was tested on xpert sars-cov-2 and resulted in sars-cov-2 positive (reported to the physician). Sample 2 was collected from patient on (B)(6) 2021, which tested on xpert-sars-cov-2 and resulted in sars-cov-2 negative (reported to the physician). Sample 1 retest 1 occurred on (B)(6) 2021, which was tested on xpert xpress sars-cov-2 and resulted in sars-cov-2 negative (unknown if reported to the physician). Sample 2 retest 1 occurred on (B)(6) 2021, which was tested on xpert xpress sars-cov-2 and resulted in sars-cov-2 negative (unknown if reported to the physician). Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.